Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient wasn¿t feeling good and thought it was the weather they were having in the area, so they checked with the programmer to try and increase and they saw por. The patient stated that since the symptoms had returned they wanted to increase stimulation to see if that helped. The patient thought their implant was dead, and it was reviewed that stimulation stopped due to por. The patient stated they could not connect to the programmer due to por. The patient stated they could go 6 months without making a change and the implant had worked great. The patient mentioned they went to get their device checked and they had to ¿re-sync¿ something. The patient was noticing they had bladder issues and they were wondering if they had an infection. The patient stated they were not releasing urine, which was uncomfortable and felt nauseated when they weren¿t releasing from the bladder like they did 9 years ago, prior to the implant. The patient stated they couldn¿t hardly pee. The patient also stated they were having horrible/bad back pain for 4 days but that ¿kinda went away¿. No further complications were reported.